Event description:
It was reported that the surgeon explanted a micl12.6 implantable collamer lens in 2009, due to the pt developing a cataract. When the pt was seen by the physician the previous month, he complained his vision was minimal and he could not drive. An iol was implanted. The reporter stated the cataract was caused by the icl.

Manufacturer narrative:
Secondary - eval results - visual inspection of the returned product showed that the lens was split in half, and a piece of both haptics were missing. There was a clear surgical residue on the lens.